Manufacturer narrative:
Coopersurgical is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"We are investigating an incident where a bar from a euromed rotating morgan tischler punch biopsy ref# (B)(4) - one of the bars detached during the biopsy and had to be retrieved as a foreign body from the patient."

Event description:
"We are investigating an incident where a bar from a euromed rotating morgan tischler punch biopsy "; "one of the bars detached during the biopsy and had to be retrieved as a foreign body from the patient." Reference (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation: x-inspect returned samples. Analysis and findings: the returned instrument was visually inspected and found to be missing one pin (bar) in the basket collection area. This instrument is purchased from a supplier and packaged at coopersurgical. This instrument was sent to the customer in september 2010. A review of two year complaint history shows no other complaints for this issue the supplier was contacted and stated the pins are welded in using a laser welding machine. The product is controlled by visually inspection several times throughout the process. In addition, prior to shipping to coopersurgical, the supplier performs a final inspection. At coopersurgical incoming inspection, the instrument is sampled for visual non-conformities and 100% functionally checked to simulate taking a sample using 2 mil plastic. In this particular instance, it is not clear if this instrument is from the original complaint from the customer as the customer performed destructive testing on some of the instruments. As part of the customer's investigation (steripro), it appears there was excessive pressure exerted on the instrument. This is attributed to the user. Correction and/or corrective action: none at this time. Will continue to monitor for trending. Was the complaint confirmed? Yes. Review and closure: recommended continuous improvement program (cip). Preventative action activity monitor and trend to cip. Ref (B)(4).